Event description:
Same case as MFR report#: 2134265-2009-01786, 2134265-2009-01788. It was reported that post a coronary drug eluting stenting treatment procedure, angina and restenosis. The restenosed lesion was in a left anterior descending artery. The patient was undergoing a diagnostic angiography for angina when it was noted that the entire left anterior descending artery as well as 3 taxus liberte' drug eluting stents placed three years prior had restenosed. Treatment for the restenosis was reported to be "medical therapy." No further patient injuries or complications occurred. Patient status is satisfactory. Attempts made to obtain additional information have been unsuccessful.

Manufacturer narrative:
Implant date approximately 3 years ago. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.